Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. It was also reported that an occlusion alarm occurred during a bolus delivery. The customer reported blood glucose (bg) levels between 180-311 (mg/dl). A pump bolus was delivered to address bg levels. The current pump will continue to be used for diabetes management.